Manufacturer narrative:
Additional information received from the field confirmed proper capture on this system. This complaint no longer meets reporting criteria.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited suspected loss of capture (loc) on the left ventricular (lv) lead channel. Technical services (ts) was consulted and noted possible fusion beats, however loc could not be discarded and further in office evaluation of the system was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that proper capture was confirmed, and the suspected loc was due to fusion beats. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited suspected loss of capture (loc) on the left ventricular (lv) lead channel. Technical services (ts) was consulted and noted possible fusion beats, however loc could not be discarded and further in office evaluation of the system was recommended. No adverse patient effects were reported. This system remains in service.